Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:

Event description:
It was reported that an unknown patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was dislodged. During the setup of the case, the vizigo¿ sheath was noticed to have a hemostatic valve that appears to be sideways. The sheath did not make it into the body. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No patient consequences were reported. Additional information: it was confirmed that the hemostatic valve/brim cap/hub were intact. The hemostatic valve did not break into two or more separate pieces. The valve inside the hub was pushed to the side and rendered it unable to accept the dilator. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 23-feb-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was dislodged. During the setup of the case, the vizigo¿ sheath was noticed to have a hemostatic valve that appears to be sideways. The sheath did not make it into the body. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No patient consequences were reported. Device evaluation details: visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve was found dislodged inside of the hub. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. However, due to the conditions of the hemostatic valve, an internal action was opened. A device history record evaluation was performed for the finished device number 50000058 and no internal action was found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)